Manufacturer narrative:
(B)(4). Batch # p92m05. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The instrument was disassembled, upon disassembly the feed link was found misassembled causing the feeding issues. In addition, the ratchet pawl spring was found to be out of position and 10 clips were found inside clip track. No conclusion could be reached as to what may have caused the reported incident. The batch/lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor was using the endoscopic clip applier and the device didn't deploy clips after four tries. Patient was not impacted, got a new device and continued with the procedure. There were no adverse consequences for the patient.